Event description:
Customer reported the system is displaying a collimator error and the collimator was out of spec in both fluoro and film mode. No patient injury was reported.

Manufacturer narrative:
(B) (4) report. A ge representative evaluated the system and performed a collimator calibration. System operates as intended.